Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no blank display noted. The battery tube connector plugged in properly to the j7 printed circuit board assembly during our visual inspection. The motor arm cannot communicate with the main arm error and hardware low level failure error alarms was confirmed in the insulin pump history due to cold solder joint on the u1 keypad assembly. The insulin pump had minor scratched lcd window, scratched case, pillowing keypad overlay and cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump cannot complete the self test. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump shuts down after the blank screen display at the beginning of the self test. The pump also alarmed multiple pump errors. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.